Manufacturer narrative:
Additional information: the lens was not returned for evaluation; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient was myopic following cataract surgery in the left eye. As a result the lens explanted and replaced with one of a different model (25.00d). The physician suspects that the previously implanted lens may be the source of the issue. Regarding prognosis, the patient's vision is said to be normal following the lens exchange.